Event description:
It was reported when using the bd vacutainer® edta 2k there was a white stain-like substance in the tube (foreign matter). There was no report of impact on the patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd received a used customer sample, and 7 photos were returned by the customer in support of this complaint from catalog 367846, lot number 3223314. Visual examination of the samples and the photos was performed and revealed embedded fm in the sidewall of the tube. There is a white spot in the sidewall of the tube. Bd rinsed the tube with water and the white spot remained on the tube wall, the spot was also rubbed with a cotton swab and was not able to be removed. Embedded fm is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. The exact cause for the customer's failure mode could not be determined. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.4. Initial reporter facility name: (B)(6).

Event description:
It was reported when using the bd vacutainer® edta 2k there was a white stain-like substance in the tube (foreign matter). There was no report of impact on the patient or user.